Event description:
It was reported by the rep the device was used during a laparascopic cholecystectomy. It was reported the surgeon was evaluating ees disposable trocars in a laparascopic cholecystectomy. Surgeon heard a gas leak & realized the seal had separated from the 5mm housing assembly. Surgeon was able to snap it back together long enough to finish the case. There was no consequence to the pt.